Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia due to possible over delivery of insulin. It was reported that the customer had low blood glucose levels of 6 mmol/l at the time of admission. It was reported that the customer had other high blood glucose levels of 16 mmol/l, 21 mmol/l , 26 mmol/l ,28 mmol/l and 33 mmol/l . It was reported that the customer had eaten lots of food and then started on insulin. Troubleshooting was performed. It was reported that the customer sugar crashing as he wear the sensor. It was reported that the blood glucose levels went down 19 mmol/l to 14 mmol/l at the time of incident. It was reported that the customer alleged that the insulin pump was over delivering insulin. It was rerouted that the customer woke up at 7 and had 21 mmol/l without the insulin and then at 10 he was at 15.2 mmol/l and the customer treated blood glucose levels. It was reported that the customer went down to 7 mmol/l and then to 6 mmol/l. Troubleshooting was performed. The insulin pump passed the displacement test. The customer was advised to change the infusion set and reservoir. Product is expected to return for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor slide functioning properly. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label fading, serial number label missing and minor scratched lcd window.